Event description:
IV tubing with precedex infusing via r fem cvc broke at lower y junction causing line to be open to air and blood to back up through the line and out. FDA safety report ID # (B)(4).